Event description:
It was reported that, "this is a (B)(6) woman who underwent bilateral rejuvenates a year ago. I saw her in december with significant pain and aspirated a white, milky fluid from her hip that was not infected. She has mildly elevated cobalt levels and inflammatory makers. I revised her to a securfit with a delta head finding the same fluid and a tight, dense fibrous reaction around the joint."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available, then it will be submitted in a supplemental report.